Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an off no power alarm. Customer¿s blood glucose value was unknown. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that this was not the second occurrence of off no power without a low battery warning. Customer stated that insulin pump had a failed battery alarm. Customer was adviced that the alarm was not cleared the failed battery test alarm will recur with each new battery inserted. Customer stated that the contacts was not missing. Customer did not receive failed battery test. Customer was advice to monitor the insulin pump. The device will not return for the analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. (B)(4).